Event description:
It was reported that the patient was being unnecessarily paced in the ventricle due to the programmed cross-chamber blanking settings of the implantable cardioverter defibrillator (ICD). The ventricular paces induced multiple episodes of ventricular tachycardia. Technical services recommended options for reprogramming the blanking settings. The ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient was being unnecessarily paced in the ventricle due to the programmed cross-chamber blanking settings of the implantable cardioverter defibrillator (ICD). The ventricular paces induced multiple episodes of ventricular tachycardia. Technical services recommended options for reprogramming the blanking settings. The ICD remains in service and no additional adverse patient effects were reported.